Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient returned to operation room for tumor resection from kidney. The patient also had a thrombus in vena cava inferior which was planned to be removed. When removing thrombus, thrombus mobilized and got stuck in pulmonary artery which led to patient expired in operation room. Pump performed as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was communicated that the pump operated as intended and would not be returned for evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The IFU lists potential adverse events, including thromboembolism and death, that may be associated with the use of the heartmate 3 lvas. The IFU also outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.